Event description:
It was reported that the 9600 system locked up during a case. System had to be rebooted to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. As a proactive measure replaced the video switching pcb. Also discussed the non ge dicom converting unit and this may be causing an intermittent issue. However, the system was tested and found to be working as intended, and placed back into service.